Event description:
Pt transferred to this institution with a history of automatic implantable cardiac defibrilator generator change 2/25/1997. On 3/5/1997 complaints of three episodes of severe shocks with one half an hour with minimal activity and ambulation. The sensing lead was found to be picking up outside activity. It was also found that several senses were found to have been aborted prior to the delivery of the shock. On radiological examination 3 tiny linear defects were noted at the level of the thorax, did not involve the entire diameter of the lead. A new lead was placed with difficulty encountered in positioning of the new lead. There was "mpt" enough trabeculation to engage the lead. The old lead had been placed up somewhat onto the septum because a similar problem had been noted at the origianl implantation. Pt recovered well and was discharged to home 3/7/1997.